Event description:
Patient reported that insulin had leaked inside of the device's cartridge chamber. There was no apparent damage to the insulin cartridge, and thus, patient was unable to determine the origin of the leak. Patient dried out the cartridge compartment, and continued using the device. Patient's blood glucose was not affected and no treatment was received.